Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she is on vacation in (B)(6) and she put on a new sensor and it would not eject from the serter. The customer stated that her blood glucose was in the 30-40s mg/dl. The customer treated and her blood glucose went up to 178 mg/dl. The customer will be sent a replacement sensor. Troubleshooting for low readings was not required.